Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by the patient that, following her last surgery, she felt her vns generator "stuck out" in her chest. The treatment provided to the patient by the surgeon was to wear a tight sports bra with a wad of gauze pressing on the generator to push the generator back into the chest wall. Follow up with the physician¿s office revealed that the patient underwent vns replacement surgery on (B)(6) 2019. It was stated that the intervention was "basically" for the patient's comfort from what the nurse could gather form the clinic notes. However, this does not indicate that the intervention was also not to preclude serious injury. No additional relevant information has been received to date.